Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1,d.4,d.6b,d.9,h.3,h.4,h.6. Device evaluation:analysis of the returned device identified: weight to the spec and opening on radius. A visual and microscopic analysis was performed which identified: striated opening on radius and crease fold. Base on the device analysis the final assessment is: striated opening assessed as surgical damage. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device was explanted.